Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, it was noted that implantable cardioverter defibrillator exhibited high thresholds and failure to capture. It also exhibited failure to sense and high pacing impedance. The device was ultimately not used and replaced with a new one. Patient condition was stable.

Manufacturer narrative:
The reported event of impedance, capture, and sensing anomaly could not be confirmed. Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.